Manufacturer narrative:
The pod arrived fully deployed. Inspection of the download data showed that the pod ran for 63 pulses, finishing both priming sequences. No timeouts or drive stalls were observed. No issues were observed with the needle mechanism. The needle mechanism was reset and redeployed without issues. The cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula was not visible indicating a needle mechanism failure. The pink slide did move forward.